Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 10 mg/ml at a dose of 5.295 mg/day plus the possibility to use their personal therapy manager (ptm) six times 0.499 mg/day and clonidine 200 ug/ml at a dose of 105.91 ug/day plus the possibility of the ptm six times 9.98 ug/day. The patient's concomitant medications were not obtainable and no information of the patient's medical history at this time. It was reported that during normal use the patient heard the pump alarm the first time in the late afternoon/evening of (B)(6) 2016. As reported the accurate time was unknown. According to the log files, the patient released a bolus on (B)(6) 2016 at 16:10 and right after this bolus command the following points showed up in the log-files: "(1) restart occurred, (2) restart occurred - weak batteries and (3) pump in security status" safety status also reported). During the consultation with the physician on (B)(6) 2016, after seeing that the pump was not running in this security status, the pump was restarted / programmed again, and a half an hour later, a bolus was released via the ptm at 14:01 and a short moment after the pump alarm occurred. The same points showed up in the log-files as a day before after releasing a bolus "(1) restart occurred, (2) restart occurred - weak batteries and (3) pump in security status". The pump logs from (B)(6) 2016 at 13:02 noted a pump reset (01) occurred on (B)(6) 2016 at 16:11, a reset low battery (2b) and safe rate (07) also occurred with that same date and time stamp. The pump logs from (B)(6) 2016 14:03 included the previous events as well as safe rate (07) in use and a motor stall recovery (1a) both on (B)(6) 2016 at 13:24 and then on (B)(6) 2016 all at 14:02 a reset (01) a reset low battery (2b), and safe rate in use (07) occurred. As reported, the pump was restarted / programmed again, but the ptm was deactivated this time. There was only constant flow rate without the ptm possibilities. The pump logs from (B)(6) 2016 13:02 indicated the morphine dose was 0.061 and the clonidine dose was 1.23 ug/day. That same day at 13:24 the pump doses were increased to 5.295 mg/day and 105.91 ug/day. The pump logs from (B)(6) 2016 14:03 noted the morphine dose was 0.061 mg/day and the clonidine dose was 1.23 ug/day. The pump was updated that same day at 14:06 with morphine to deliver 6.001 mg/day and clonidine dose of 120.03 ug/day. The patient experienced withdrawal symptoms and on (B)(6) 2016 received medication intravenously to counteract against the withdrawal symptoms. Some hours later the patient felt better and received oral medication to use at home. The pump was planned to be explanted in the "next days", the exact date was not known as it was not scheduled and the return status was not determined. At the time of the report, the patient's status was alive-with injury and it was unknown if the issue was resolved.

Manufacturer narrative:
Analysis identified high resistance of the battery. Eval code-result updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the pump was replaced in the operating room on (B)(6) 2016. The catheter remained implanted, because cerebrospinal fluid returned automatically, indicating that the catheter was not blocked. Since the pump was replaced, no feedback has been received from the physician about the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.